Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Concomitant medical devices: d314trg ICD, implanted (B)(6) 2011.(B)(4).

Event description:
It was reported that the right ventricular lead had high pacing, superior vena cava (svc), and high voltage coil impedance and overs ensing was observed with patient arm motion. The lead was reprogrammed to resolve the oversensing, and then the lead was explanted and replaced. No patient complications have been reported as a result of this event.